Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: a follow-up call was made to make sure customer's meter was working properly - able to establish contact with customer and stated the device is working as intended.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with non-fasting test results from meter to meter comparison. A result of 439 mg/dl using one meter and 116 mg/dl using competitor's device. The customer's expected fasting blood glucose test result is 80 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of blood glucose test result. During the call, a back to back blood test was performed by the customer fasting and produced test results of 214 mg/dl and 200 mg/dl. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).